Event description:
During the evaluation of the device at a third-party service center, a service required error indicating ac not usable was discovered on a trilogy evo device. There was no harm or injury reported. The device was not in patient use. The technician recommended replacing the device's system board and power supply to address the issue. Additionally, the device's power cord was out of spec and replaced. The filter cap and filters were replaced due to the filter cover observed to have been broken.